Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3389s-40 (lot: va1gkt7); product type: 0200-lead; implant date (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) has had more trouble with his right side. Pt can't grip a pen to write with dominant hand anymore. Left gpi incoming settings were 0+1-2-,3.5v,150,110. Device interrogation showed left gpi monopolar contact 0 impedance high at 2 ,526. Settings were changed to 1-2-3+,3.5v,150,110. Pt's writing improved. Doctor noted that worsening dystonia symptoms were like ly due to impedance problem at contact zero. Pt improved with reprogramming, but if they can't maintain good control without using contact zero, pt will need to have the lead explored and, potentially, replaced. The event is unresolved with no further action planned. This event has a causal relationship to the device or therapy and was not related to the implant procedure.